Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at their impella access site during support. Heparin was stopped temporarily and manual pressure was held at the site until hemostasis was achieved. Once the condition resolved, heparin was resumed. Support with the implanted pump was maintained.

Manufacturer narrative:
The investigation into the access site bleeding - major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the access site bleeding issue was not determined due to insufficient clinical information and since product was not returned.